Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the attachment had high temperature. Therefore, the reported condition was confirmed. It was reported that the unit reflected a reading of 104 degrees fahrenheit at the base of the elbow of the attachment, which is greater than the manufacturers specification. It was also noted that the gears were corroded and the device had excessive corrosion. The assignable root cause was determined to be worn out gears from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had high temperature. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.